Manufacturer narrative:
Concomitant products product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated something weird was going on with their controller. Pt said this morning the controller said the controller battery needed to be recharged, but they plugged the controller in to ac power supply and controller didn't want to charge. Pt said that had happened before (pt said the issue started maybe a month or so ago). Pt took the lithium battery out and put in aa batteries and after a few minutes said to plug device in (pt described seeing a picture of a prong plug on the screen and not saying recharging). Pt said they could charge controller when they have the controller laying on their stomach, but if they moved the controller away at all, charging would stop. Pt also said the controller would say it needed to be recharged so they would plug controller in, but 5 mins later would say fully charged. Pt said this issue happened while charging the controller. Pt stated controller was currently plugged into ac power supply and the controller battery was 90% (pt said the battery went from red to 90% in the past hour and half, but only if they laid the controller on them). Pt wiggled the ac power cord and said charging stopped. Pt said the battery connections weren't that shiny anymore. Pt tried plugging controller in without li battery and said the screen didn't come on. The issue was not resolved.